Manufacturer narrative:
The pump had minor scratches on the lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip, a missing o-ring reservoir tube and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was broken and the reservoir was slipping out. Blood glucose level at the time of the call was about 79 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.